Event description:
A falsely elevated troponin I result of 2.31 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested on the same instrument and a result of 0.22 ng/ml was obtained. A new sample was drawn and a result of 0.21 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a wash probe obstruction.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a wash probe obstruction. A dade behring field service representative was dispatched to the account and performed maintenance on the instrument. The instrument is operating within specifications.